Manufacturer narrative:
The company service representative examined the system and could not confirm or replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system met specifications; the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the screen froze and turned white during setup for a surgical procedure. The system was switched out to initiate surgery.